Manufacturer narrative:
Correction to regulatory report # 3004209178-2023-04978. Section e updated to include designation of initial reporter as non-healthcare professional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported pt was experiencing issues when trying to recharge their implant. Pt had two rechargers, and neither had been working to deliver charge. Caller said pt had some trouble over the last couple weeks getting ins to connect and charge, then yesterday was entirely failing to charge. Whether pt was sitting or standing, the connection was unable to be made. Caller had reset the controller by removing and reinserting the battery, but still not able to 'find device.' Caller clarified pt had two rechargers because they received a replacement in the past. Agent had pt try recharging with both paddles, starting with what caller said was the 'replacement' recharger; had caller enter passive recharge mode (prm) after seeing 'no device found' on controller, and controller showed 100-100-100 even when held away from pt's body. Agent confirmed this serial number was the one provided when prior replacement. Caller used the actual replacement recharger next. In prm again, caller saw 89-89-89, which lowered to 79-79-100 when moved away from pt, then 79-99-100 when placed over implant. Shortly after recharging in prm, caller reported pt was charging normally with excellent recharge quality, and the ins battery level was a red line. Agent reviewed with caller everything appeared to be working as intended and instructed to continue using that recharger rather than the older one. The troubleshooting steps that were taken on the call resolved the issue. Caller had said pt was having charging issues throughout the last couple weeks, and attributed that to pt using the older recharger. When agent asked hcp info, caller was uncertain who worked with scs implant; pt saw multiple doctors. Caller mentioned during the call that charging had been taking longer the last couple of weeks as well. Confirmed no visible damage to external devices.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.